Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as the event was not related to the performance of the device.

Event description:
It was reported that the patient had an infection at the generator site about a month after the patient had generator replacement surgery. The surgeon explanted the patient's devices due to the infection. The device history record of the generator was reviewed, and the device was sterilized according to procedure prior to release.